Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnostic examination and was completed using same system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon inspection, fse determined that the system interface board(sibbox) and image processing pc (ippc) with hard disc were faulty. The fse replaced the sibbox, ippc with hard disc and reloaded the software. After replacement of the sibbox, ippc with hard disc and reloading of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during an examination, the image would freeze. After releasing and re-depressing the footswitch the image would return to normal. There was no reported patient or user harm. The customer alleged that there is a potential risk of harm during catheter examinations. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.